Manufacturer narrative:
It was reported that a patient underwent a atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the hemostatic valve fell off and reversed blood occurred. After carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was placed, the hemostatic valve fell off and reversed blood occurred (although the dilator was inserted straight), the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was exchanged and the procedure was completed without any problems. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. The brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed and no internal action related to the reported complaint were identified. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of quality process all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: it was noticed that field g1. Manufacturer site city, was misspelled in the 3500a initial medwatch report as ¿irivine¿ and has now been corrected to ¿irvine¿.

Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. In addition, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: it was noticed that the 8.5f sheath with curve viz smc was inadvertently omitted from the 3500a initial medwatch report under the d10. Concomitant med. Products field. It has now been added.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the hemostatic valve fell off and reversed blood occurred. After carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was placed, the hemostatic valve fell off and reversed blood occurred (although the dilator was inserted straight), the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was exchanged and the procedure was completed without any problems. There was no patient consequence. Additional information received indicated the hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was being used on the patient but air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. A few drops of blood was lost but exact amount is unknown. No medical intervention required to stop the bleeding.